Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4).

Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with scratched case and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display had a rainbow screen; the display was bright white with some colored lines. The patient's blood glucose at the time of incident was 185 mg/dl. The customer stated that she was in the (B)(6) rain forest for 7 days; the display anomaly occurred during this time. The customer removed the battery and the insulin pump began to beep. She reinserted the battery but the device would not work; the display became solid white with green, yellow, and blue lines. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.